Event description:
Bronchoscopy with endobronchial ultrasound transbronchial needle aspiration. Balloon was dislodged (B)(6) 2018. Anesthesia, general, preoperative diagnosis, mediastinal adenopathy, postoperative diagnosis, same operation, bronchoscopy with endobronchial ultrasound. Transbronchial needle aspiration. Indication for surgery: (B)(6) y/o man with history of sarcoidosis, history of sigmoid colon mass who has pet positive uptake in his mediastinal adenopathy as well as his bones. Sampling of mediastinal adenopathy performed to see if.... (B)(6) y/o male with past medical history of hypertension, chronic kidney disease, hyperlipidemia, prostate cancer status post radiation and past surgical history of right hip replacement presented at (B)(6) hosp ed after found to have pe, no dvt identified and lower extremities. Pt and family opted for discharge to home on (B)(6) 2018. Diagnosis for use: sarcoidosis, mediastinal. A pet scan showed hilar nodes were avid, and they were biopsied with eubs, and found to be consistent with sarcoidosis.